Event description:
The customer reports (B)(6) architect anti-hbc ii assay results for one donor sample tested on an architect i2000sr analyzer. First time donor #1 (sid (B)(6)) generated an initial (B)(6) result of (B)(6) on (B)(6) 2015 (architect i2000sr serial number (B)(4)). The plasma sample was centrifuged at 10,000 rpm and retested on a different architect i2000sr analyzer (serial number (B)(4)) and generated (B)(6) results of (B)(6) and (B)(6) on (B)(6) 2015. The sample was measured again on this analyzer and (B)(6) results were generated ((B)(6) and (B)(6) ) on (B)(6) 2015. The same reagent lot was used on both analyzers ((B)(4)). The sample was then tested on the liaison platform and generated a (B)(6) result. Anti-hbs results were (B)(6). Anti-hbe was (B)(6). Pcr testing results were (B)(6). It was verified by the customer that the donated unit of blood was not used for transfusion or the production of any blood component for transfusion. Also, the customer confirmed that no sample mismatch took place among the samples tested. An abbott field service engineer (fse) visited the customer site on (B)(6) 2015 and (B)(6) 2015 and inspected architect i2000sr serial number (B)(4). A decontamination procedure was performed and the sample probe was replaced. The fse also found that one of the wash probes was slightly twisted/warped and replaced it. No other instrument issues were found. Nevertheless, the customer decided at this time not to use (B)(4) for any further testing. The customer then decided to retest all samples donated between (B)(6) 2015 and (B)(6) 2015 and found no other discrepancies.

Manufacturer narrative:
The customer returned a portion of sample 49211127529 for this evaluation. This sample was tested with a retained reagent kit of architect (B)(6), lot number 50297li00 and generated (B)(6). Therefore, the customer observation of (B)(6) could not be repeated. To evaluate the analytical sensitivity of the (B)(6) test system (lot 50297li00), retained samples of the architect anti-hbc ii test with this lot number were tested on three different architect systems. All results were within specifications; there were no (B)(6). The clinical sensitivity was verified using a commercially available seroconversion panel. The results of the test were compared with historical data for the architect anti-hbc ii test. An analysis of the data showed that the tested lot yielded a (B)(6) at the same point in time as in the past. This result indicates that the clinical sensitivity of the lot has not been affected. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Also, there is no evidence of record regarding any abnormalities or performance deficits of the affected lot. The architect anti-hbcii assay package insert contains information to address the current customer issue. Based on the results of the evaluation, the architect anti-hbc ii reagent list no. 8l44-30, lot no. 50297li00 performs within specifications. There is not enough information to suggest a malfunction for the complaint lot number as this lot detected the sample repeatedly reactive as expected on another instrument at the customer site and during in-house testing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44, that has a similar product distributed in the us, list number 06l22. (B)(4).